Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the customer that 3 different occlusions in the past 12 hours. In troubleshooting blockage found in tubing. On(B)(6)2024 he received 30+ occlusion alarms in last 12 hours. No further information was available